Event description:
It was not possible to screw the glenosphere into the metaglene. Another product was available. No surgery prolongation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product by a depuy (B)(4) supplier confirmed the complaint. The root cause is attributed to misuse; incorrect assembly causing damage to the thread of the fixing screw of the glenosphere. Review of the device history records shows an initial conformance with regards to its specifications, for this batch there was no deviations or non-conformances. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.